Event description:
During the removal surgery, the surgeon could not connect the stem extractor (B)(4) into the drive hole of the stem. Therefore, he removed the stem by using another type of an extractor. He thought that the first thread of the hole was deformed with previous stem impactor (B)(4) when he implanted the stem for the patient.

Event description:
During the removal surgery, the surgeon could not connect the stem extractor (B)(4) into the drive hole of the stem. Therefore, he removed the stem by using another type of an extractor. He thought that the first thread of the hole was deformed with previous stem impactor (B)(4) when he implanted the stem for the patient.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual and functional inspections of the returned stem confirmed the event. Inspection revealed that the initial threads have been galled and cross-threaded. The most probable root cause of the event is mis-application by the user. There is no indication available to suggest the event is material or manufacturing related.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report. Not returned.